Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Alert - lead integrity alert triggered programmer data shows lead integrity alert triggered on (B)(6) 2010 01:02:18 and (B)(6) 2011 07:08:46. 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2010 01:02:18 and (B)(6) 2011 07:08:46. Sensing - oversensing 3 - ventricular nst<=200 ms average v-cycle on (B)(6) 2011 in the timeframe between 06:46:11 and 08:03:41. 3 - vf<=210 ms between (B)(6) 201 02:15:38 and (B)(6) 2011 17:40:49. Sensing - interference/noise ventricular short interval count v-sic=91.1 counts avg/day, in (B)(6), between (B)(6) 2011 14:58:37 and (B)(6) 2011 16:44:48.

Event description:
It was reported that the patient had several true vf episodes with occasional t-wave oversensing. The device is still in use. No patient complications have been reported as a result of this event.